Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was noted that the device has not properly formed the staples during the first firing sequence. Another device was used to complete the case. There was no consequence to the patient.